Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established corrosion at the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cystonephrofiberscope was returned to the service center for repair for a non-reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device, it was found that the distal end was corroded. There was no patient involvement.